Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances on a non-boston scientific right ventricular (rv) lead. It was noted that the lead was implanted a year ago and pacing impedances was stable measuring around 500 ohms and have been increasing. Additionally, there was a slight increase in shock impedances however, within normal range. Technical services (ts) discussed possible causes. No observations of noise was seen and sensing was normal. Ts discussed the option of continuing to monitor. The patient is not dependent on therapy. The ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing impedances on a non-boston scientific right ventricular (rv) lead. It was noted that the lead was implanted a year ago and pacing impedances was stable measuring around 500 ohms and have been increasing. Additionally, there was a slight increase in shock impedances however, within normal range. Technical services (ts) discussed possible causes. No observations of noise was seen and sensing was normal. Ts discussed the option of continuing to monitor. The patient is not dependent on therapy. The ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.